Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that nothing comes out when she attempts to fill the tubing. The blood glucose reading was 171 mg/dl. Customer had not received any no delivery alarms and could not remember the error message that she had received. Customer had changed out the reservoir and infusion set. Nothing further was reported.